Event description:
It was reported during service at manufacturer facility that the rubber seal is missing from the lid of the aseptic housing which can cause housing to not close properly and there is a potential for housing to open and expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during service at manufacturer facility that the rubber seal is missing from the lid of the aseptic housing which can cause housing to not close properly and there is a potential for housing to open and expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Evaluation is ongoing.

Manufacturer narrative:
The reported event through service, o-ring is missing, was confirmed. Device was placed in parts retention.